Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient's representative called to report a rupture. Device has been explanted. This is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks. -missing shell assessed as inconclusive.

Event description:
Patient's representative called to report a right side rupture. Device has been explanted.